Event description:
A surgical tech reported an intraocular lens (iol) that had to be repositioned the first postoperative day due to the lens being rotated. The tech reported that the pt has a large eye, but the surgeon is unsure if this is the reason the lens has rotated. Upon exam following the rotation procedure, the lens was noted to have rotated again. A second iol repositioning procedure was performed, but two weeks following this procedure, it was noted the lens had again rotated. The consumer reported that following the two rotation procedures, he still has blurry vision. Additional info was received from the surgeon's surgical coordinator who reported the lens was exchanged for a different MFR's lens. The coordinator reported the eye had not settled down from the surgery yet and the pt was very unhappy. She did not have any post-exchange visual acuity info available. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 02/17/2012 and 03/01/2012 by phone, fax, and mail. A completed questionaire has not been received. Additional info was received on a f/u phone call on 02/28/2012 and 03/14/2012. (B)(4).